Event description:
It was reported that the customer was experiencing a lot of things and they can not figure out the reason. The mother stated that things are going well on the insulin pump and sensor. It was stated that the customer is lean and the sensor was not sticking. The customer fell uncomfortable and was waking up in the middle of the night. The customer went to the doctor and they did not know why his glucose level went high. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).